Event description:
Boston scientific crm received information that this patient died during an attempted implant of these dextrus atrial and right ventricular (rv) leads. Initially the dextrus rv lead was successfully positioned in the apex. During positioning of dextrus atrial lead, the patient exhibited abnormal cardiac rhythms - junctional and wenkebach - with a drop in blood pressure. There were then two runs of non-sustained ventricular tachycardia, which then became sustained. Defibrillation was performed three times with successful conversion out of the tachycardia. Pacing was performed via the pacing system analyzer. The patient then had a myocardial infarction on the table. Cardio pulmonary resuscitation (CPR) was performed. The patient went asystolic with no motion in atrium or left ventricle, however, did have pulseless electrical activity (pea) with bradycardic agonal rhythms. An echocardiogram found no evidence of effusion or tamponade. CPR was continued for 50 minutes until the patient was eventually pronounced deceased.